Event description:
Patient was revised to address chronic dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. One additional report was identified against the liner product/lot combination. Review of the device history records did not reveal any related manufacturing deviations or anomalies. No additional reports were identified against the femoral head product/lot combination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.